Event description:
As reported, after deployment of a 39mm x 70mm 80cm palmaz genesis transhepatic biliary stent delivery system (sds) on .035 opta pro, the stent moved locations. Additional information was requested but was not provided. The device will not be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82221935 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: after deployment of a 39mm x 70mm 80cm palmaz genesis transhepatic biliary stent delivery system (sds) on .035 opta pro, the stent moved locations. Additional information was requested but was not provided. The product was not returned for analysis. A product history record (phr) review of lot 82221935 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent migration¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Procedural images were not provided for review. Vessel characteristics (although unknown) may have contributed to the reported event. According to the safety information in the instructions for use ¿prior to stenting, the palmaz genesis transhepatic biliary stent on opta pro .035¿ delivery system should be examined to verify functionality and integrity. Inspect the crimped stent for adherence to the balloon and centered placement in relation to the balloon marker bands. Do not reposition the stent or hand crimp. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. B. Under fluoroscopy, use the balloon marker bands and the radiopaque stent to position the stent centrally within the stricture. During positioning, verify that the stent is still centered within the balloon marker bands and has not been dislodged.¿ neither the phr review nor the very limited information provided suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.